Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The elevator channel water flow inlet was loose. The biopsy channel had tear marks and was leaking. There was a leak between the control knobs. The forceps cover glue was peeling. There was corrosion on the customer label on the control body and the customer label was broken on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope was leaking, and the elevator plug was very loose. It was unknown if the issue was found at reprocessing before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the issue was caused by excessive force applied when handling the device. The instruction for use (IFU) states the following guidelines: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.